Event description:
Caller reported mobile system blood glucose result of 220 mg/dl, lab result of 70 mg/dl within 10 minutes. Customer was in the hospital for a fracture at this time and was treated for hypoglycemia by the nurse. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.